Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation and leaflet motion restriction were unable to be confirmed, due to the unavailability of medical records and imagery. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve was performed...the bp did not return well, but returned gradually. Irregular aortic regurgitation was observed. Tee showed stacking leaflet.'' The technical summary that applies to this event establishes, through extensive complaint investigations, that central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. In this case, slow blood pressure (bp) recovery was observed during the procedure. The valve leaflets require the back flow/pressure generated during cardiac diastole to initiation leaflet closure. Therefore, slow blood pressure recovery could potentially lead to restricted leaflet motion. Additionally, the patient had a moderate level of calcification present on the native aortic valve and annulus. It is possible that the thv leaflets were impinged by the calcification during the valve deployment, resulting in restricted leaflet motion. Available information suggests that patient factors (slow blood pressure recovery, calcification) may have contributed to the leaflet issue. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, stuck leaflets were observed, which could cause improper coaptation of leaflets leading to central regurgitation. Available information suggests that patient factors (restricted leaflet motion) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, following transfemoral transcatheter aortic valve replacement (tavr) procedure, aortic regurgitation (ar) and leaflet motion restriction of the 23 mm sapien 3 ultra resilia valve was observed, requiring a tav in tav. The initial valve was deployed following coronary artery protection. The patient's blood pressure (bp) did not return well, but returned gradually. Irregular ar was observed. A transesophageal echocardiogram showed stacking leaflet. As the bp was stable at 100 mmhg, a second valve was deployed with no issue. Per follow-up communication, the ar was moderate to severe central regurgitation, where one of the valve leaflets was immobile. Despite attempts to move it using pigtail catheter, the leaflet remained unresponsive.